Event description:
The customer reported that a monitor fell to the floor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a monitor fell to the floor. No patient harm was reported. Philips cannot yet verify whether the device fell due to user error. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.